Event description:
It is reported, via a medwatch form, that during a rotator cuff repair pt suffered a 2nd degree ground pad burn (1x4 blistered area) to the right chest. The ground pad was placed on the pt's chest close to the incision site. The cautery device didn't work well with ground pad on the chest. Another ground pad was placed on pt's left calf to finish procedure. No other info available.